Event description:
Philips received a complaint on the v60 indicating that the device did not have any power. There was no patient involvement at the time the issue was discovered. Bench repair found the issue and ordered a power supply for repair. The service engineer replaced the power supply to resolve the reported issue and successfully performed performance verification testing (pvt). The device was returned to service.